Event description:
It was reported that the pt experienced shocking at the pocket site and mid-back area. The stimulation therapy could not be programmed to the correct location. The pt had a fall and a car accident in the last month. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).